Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that starting a couple of years prior to the report, they were not able to recharge, and the patient programmer didn¿t work either. The patient was redirected to her health care provider due to a system issue. There were no patient symptoms or complications reported.